Event description:
A peritoneal dialysis pt has reported that her peritoneal dialysis catheter extension set had a hole in it. The pt's rn has reported the pt was treated prophylactically with antibiotics but did not develop peritonitis. The pt's extension set was changed by the pt's rn and the pt continues with peritoneal dialysis therapy. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval, however, a paper investigation was conducted by the manufacturer. There were no deviations of nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.